Event description:
It was reported that the patient presented to the emergency room with high impedance. A chest x-ray revealed that the lead pin was not fully engaged in the header. The physician opened the pocket and noticed the device had a dent in it. The patient said they had a syncopal episode but could not answer if they had fallen. The device was explanted and replaced successfully, the patient was doing fine post procedure and would continue to be monitored.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generator header and the lead insertion force used to insert the lead was out of specification for the product. (B)(4) .